Manufacturer narrative:
The reported event that a screwdriver axsos t15 4.0mm locking set was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to user related issues, the failure was caused by an over torque. The inspection of the device revealed the following: torsion lines were visible on the surface breakage, showing that the breakage was caused by torsional overload. The microscope inspection shows precisely the torsion lines on the surface of the device. The discoloration of the device and the color rings show that the reprocessing of the device was not done properly. These are some of the possible causes, improper use of instruments which lead to loss in function or usage, no pre-drilling the holes before inserting the screws with the screwdriver, an over torque was applied during final tightening, axial force was applied during final tightening. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of labeling did not indicate any abnormalities. The operative technique (axsos-st-24 axsos proximal tibia optech) was reviewed: the drill sleeve should now be removed, and the correct length 4.0mm locking screw is inserted using the screwdriver. T15 (ref 702747) and screw holding sleeve (ref 702732). Locking screws should initially be inserted manually to ensure proper alignment. Always use the drill sleeve (ref 702707)when drilling for locking holes. To ensure maximum stability, it is recommended that all locking holes are filled with a locking screw of the appropriate length. Step 9: kick stand screw placement: note: ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during the final tightening. Maximum stability of the locking insert is achieved once the screw head is fully seated and tightened to 4.0nm. Always start inserting the screw manually to ensure proper alignment in the plate thread and the core hole. It is recommended to start inserting the screw using "the two finger technique" on the teardrop handle. Avoid any angulations or excessive force on the screwdriver, as this could cross thread the screw. Do not use power for final insertion of locking screws it is imperative to engage the screw head into the plate using the torque limiting attachment. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on). The instruction for use (v15011 rev. I) was reviewed: ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Special comments for application. Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.'' The instruction for cleaning and sterilization guide (ot-rg-1 en rev-2 l24002000 rev. N cleaning & sterilization guide_2015-8332) was reviewed: transport to processing area, avoid mechanical damage, minimize time before cleaning, inspection: visual inspection, functional check transport to processing area. Avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. Pre-cleaning: caution: never use metal brushed or steel wool for cleaning. Before preparing for sterilization, all medical devices should be inspected. Generally unmagnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/ or corrosion. Particular attention should be paid to: for devices that may be impacted check that the device is not damaged to the extend that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly. Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. Appendix 2: functional check for screwdriver blades. Description and function: screwdrivers with drive connections of various designs with or without self retaining function. Potential failure modes: deformation of the blade (twisted), deformation of the blade (rounded), breakage of the blade´s self retaining mechanism without function, corresponding drive connection of screw head is rounded or worn. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws). No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Screw driver head broke during revision surgery. Sales rep didn't know the medical reason patient was having a revision surgery but was just reported the broken screw driver. No patient information available due to hospital policy. Sales rep also reported that they put the screwdriver to one of the screw and the first time they turned the screwdriver the screwdriver head crumbled. No pieces remained in the patient. Resolved by using another screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screw driver head broke during revision surgery. Sales rep didn't know the medical reason patient was having a revision surgery but was just reported the broken screw driver. No patient information available due to hospital policy. Sales rep also reported that they put the screwdriver to one of the screw and the first time they turned the screwdriver the screwdriver head crumbled. No pieces remained in the patient. Resolved by using another screwdriver.